Manufacturer narrative:
Per the fsr, the sensor would not detect fluid during testing. He replaced the yellow level sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the black coating on the tip of the yellow level sensor was damaged and would not pass service testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) was made aware that the user facility was using ultrasound gel for the tips of the sensors. The fsr informed the perfusionist of the proper use of the manufacturer's gel on the sensors for future use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.